Manufacturer narrative:
This complaint was just recently discovered within the corporate office of carex. Carex was purchased by compass health brands in 2014, and final integration of the carex complaint management system into the compass health brands complaint management system has just been completed. Due to the age of this complaint, no additional information is available at this time.

Event description:
(B)(6) . Customer leans on product to rest and bear weight. Claimant was allegedly using rolling walker when entering a building in de when the right side support bar failed causing the claimaint to fall and fracture her right hip.